Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right capsular contracture; baker grade ii, and granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with mentor gel implants (250cc mentor memorygel breast implant) on (B)(6) 2008 experienced symptoms. The patient had an MRI in (B)(6) 2018 that showed left implant rupture with silicone laden axillary lymph node. The patient also presented with bilateral capsular contracture (baker grade IV on left side, baker grade ii on right side). The patient underwent left partial axillary dissection and removal of silicone and involved lymph node, complete capsulectomies, explantation on (B)(6) 2018. There was some fluid aspirated from the left capsule, however, there was no indication on operative report that it was concerning or sent for pathological testing. This report is for the patient¿s right-sided device.